Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 420 mg/dl. The customer experienced confusion and nausea as well. No troubleshooting was conducted as the customer was still in the emergency room at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.